Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No evaluation has been performed as the site declined to return the suspect frame holder for evaluation. Device: site refused return.

Event description:
A medtronic representative reported that, while outside of a procedure, the screws on the frame mount were worn and prone to not locking into position. There was no patient present when this issue was identified. No additional information was provided.